Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received recurring insulin flow blocked alarm. The customer's blood glucose was 160 mg/dl. Troubleshooting was performed for insulin flow block alarm and customer states they have tried all remedies and do not want to troubleshoot . The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. Unit received with missing display window cover. Unit received with minor scratched display window, case and keypad overlay.